Event description:
It was reported via repair work order that the fowler would not lay flat as the cam card was out of calibration and the clutch was worn. It was also reported that the left and right siderails would not lock as the timing links were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.